Event description:
It was reported through the litigation process that some time post filter deployment, limbs allegedly detached and went to the renal vein and right pulmonary vasculature. Additionally, limb(s) allegedly perforated into organs. Reportedly, an attempt to retrieve the filter was unsuccessful, no attempts were made to retrieve the detached limbs. The current status of the patient was unknown.

Manufacturer narrative:
H10: manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately three years and three months post filter deployment, filter retrieval attempt was scheduled. Multiple attempts were made to retrieve the filter, but all were unsuccessful. The procedure was terminated. Subsequent inferior vena cavagram revealed that the filter tines had broken off were essentially stable in the renal vein and right pulmonary vasculature. Most of the filter was in place. Therefore, the investigation is confirmed for retrieval difficulties and filter limb detachment. However, the investigation is inconclusive for perforation of the inferior vena cava (ivc). Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: as medical images were not provided, a review could not be performed. Conclusion: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for the alleged retrieval difficulties and detachment of filter limbs as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: filter fractures are a known complication of vena cava filters. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that sometime post vena cava filter deployment (date unknown), that the filter was unable to be retrieved. It was further reported that some filter limbs have detached and have become embedded in the renal vein. The current status of the patient was not provided.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. There was no specific deficiency alleged in the provided medical records. Therefore, the investigation is inconclusive for the alleged perforation, detached filter limbs, and retrieval difficulties as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: - filter fractures are a known complication of vena cava filters - perforation or other acute or chronic damage of the ivc wall. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted.

Event description:
It was reported that sometime post vena cava filter deployment (date unknown), that the filter was unable to be retrieved. It was further reported that some filter limbs have detached and have become embedded in the renal vein. The current status of the patient was not provided. New information received: it was reported through the litigation process that some time post filter deployment, limbs allegedly detached and went to the renal vein and right pulmonary vasculature. Additionally, limb(s) allegedly perforated into organs. Reportedly, an attempt to retrieve the filter was unsuccessful, no attempts were made to retrieve the detached limbs. There was no reported patient injury.